Manufacturer narrative:
B3: date of event is estimated. The unit received a reported system error, confirmed with contaminated zeolite. Incoming internal 02 measured 75.s.% and external 02 measured 83.1 %, both below specification. The issue was identified as high psa (14) caused by zeolite contamination from moisture absorption. Uip and top housing replaced due to cosmetic damage.

Event description:
It was reported that the patient had to turn off their device multiple times as the device would get to hot, leaving the patient unable to breathe without oxygen. The patient had another portable oxygen concentrator for backup but did not have a stationary oxygen concentrator or oxygen tank. The patient has since received their replacement device and has no complications.